Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the surgeon, the patient suffered a trauma to the implant site, 3 weeks post operatively. In an attempt to save the implant, the abutment was removed, and a cover screw was placed on the fixture; however, osseointegration could not be achieved, resulting in a loss of fixture. There are plans to reimplant the patient, however, surgery has yet to be scheduled. The patient will continue to be clinically managed by their healthcare provider.